Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not reading correctly with the temperature cable. It read 37c then down to 17c. Nurse switched using foley probe to rectal probe and it worked well for 20 mins. Nurse was looking for another cable to change out in case if it happens again. There was no tag or writing on the cable.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿insufficient seal¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temperature was not reading correctly on arctic sun device. It read 37c then down to 17c. Nurse switched using foley probe to rectal probe and it worked well for 20 mins. Nurse was looking for another cable to change out in case if it happens again. There was no tag or writing on the cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak. ¿ it is unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the temperature was not reading correctly on arctic sun device. It read 37c then down to 17c. Nurse switched using foley probe to rectal probe and it worked well for 20 mins. Nurse was looking for another cable to change out in case if it happens again. There was no tag or writing on the cable.